Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a consumer regarding a patient who was implanted with a neurostimulator (ins). It was reported that the patient had their implant in for 2.5 years and it was un-usable. They reported the doctor had put the ins in wrong and it was not working. They also reported that their skin had turned black and had to have it cut out. It was noted the patient wants their ins removed but they have not been able to find a doctor to explant it. Physician listings were sent to the patient and they were redirected to discuss explant with a doctor. No further complications were reported or anticipated.